Event description:
It was reported that device diagnostics at a routine office visit resulted in high impedance. The patient was referred for surgery. No known surgical interventions have been performed to date.

Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance. The explanted devices are expected to be returned for analysis, but have not been received to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis on the explanted lead was completed. Note that since a portion of the lead (including portion of the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator and lead were received for analysis. Product analysis on the generator was completed. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery showed an ifi=no condition.